Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: (right) 590cc mentor memorygel breast implant catalog: 3505590bc, lot: 6691193, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 590cc mentor memorygel breast implants, suffered left breast implant rupture post-operatively. The patient had no prior complications and just wanted the implants to be replaced when the rupture was discovered during implant explantation on (B)(6) 2020. The patient subsequently underwent bilateral removal and replacement with the following devices: (left) 750cc mentor smooth round moderate plus profile saline catalog: 3502750 lot: 7730370 sn: (B)(4) and (right) 750cc mentor smooth round moderate plus profile saline catalog: 3502750 lot: 7730370 sn: (B)(4).

Manufacturer narrative:
On 3/10/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device it was observed to be ruptured. During the microscope examination, striations were detected on the edges of the rupture consistent with a rupture with a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 3505590bc and lot number 6691193) is a contralateral device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).